Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous left anterior tibial artery. The 1.5x20mm sterling balloon dilatation catheter was advanced to the lesion. The balloon was inflated twice to 6 atmospheres. Upon the third inflation, the balloon ruptured at 6 atmospheres. The procedure was completed with a different device, there were no patient complications reported and the patient's condition is reported as 'good'.

Manufacturer narrative:
(B)(4)device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)